Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D9: device availability - additional information.  D5: operator of device code- additional information. H2: additional information/ device evaluation.  H3: device evaluated by manufacturer- additional information.  H6: adverse event problem - additional information.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to sensor wire missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.